Event description:
It was reported that the sleeved connector of the y-set could not be connected with the transfer set. The caller reported that the sleeved connector did not stop. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.